Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fluid leak was identified coincident with peritoneal dialysis therapy. The patient reported that the cassette started leaking and then the cycler shut off. The patient was able to complete treatment. Follow up for additional information was attempted but unsuccessful. Should additional information become available, the file will be reassessed and updated accordingly.